Event description:
A customer reported that they obtained high readings on their precision xtra meter. The customer reported that they obtained readings of 194 mg/dl compared to 89 mg/dl with a laboratory meter within a 10 minute timescale. When plotted on a parkes error grid the results fell in the 'c' zone, results in this zone are deemed clinically significant. There was no report of death, serious injury or mistreatment. The customer's meter and test strips have been requested for investigation.

Manufacturer narrative:
(B)(4). The customer's meter and test strips have been requested for investigation. A follow up report will be submitted if the product is returned.